Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017, the patient presented to the ER (emergency room) with symptoms of overdose. The patient was not able to communicate very clearly to explain any further details. The reporter wanted the pump turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.